Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: (B)(4), model: sc-8336-70. Serial: (B)(4), batch: 7062716.

Event description:
It was reported that the patient was not getting an adequate pain relief and was having stimulation in non-target area despite multiple reprogramming done. The patient underwent an explant procedure. The explanted devices were not returned.